Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards learned through implant registry that a patient with a 29mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of eight (8) years, six (6) months due to severe mitral regurgitation and hemolytic anemia. The patient presented with acute on chronic diastolic chf. The tmvr was performed with a 29mm 9600tfx transcatheter valve. The patient tolerated the procedure well and was discharged home in stable condition on pod # 1. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: corrected data: corrected conclusion coding to section h6.